Event description:
Healthcare professional reported, right side deflation. Healthcare professional additionally reported, any creases. Device was explanted.

Event description:
Healthcare professional reported right side deflation. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional additionally reported any creases.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, crease fold and white particles inside the device. Leak test was performed and found opening on posterior. A microscopic analysis was performed which identify crease smooth opening on posterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is a smooth crease opening on posterior assessed to a fold flaw opening. Additional, changed, and/or corrected data: b.5; d.6b; d.9; h.3; h.6.

Event description:
Healthcare professional reported right side deflation.healthcare professional additionally reported any creases. Device was explanted.